Event description:
It was reported that pre-op, the two patient interface modules do not wirelessly connect to the nim vital system, nor do they connect to the nim vital system when hard wired with the interface cable. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h6: fdm b21, fdr c21, fdc d16 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h3: product analysis also found that the device enclosure was broken and damaged. H6: fdc c070601 and img g04070 codes have been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the issue was not resolved by repositioning or troubleshooting.

Manufacturer narrative:
H3: product analysis found that reported fault confirmed. The console continuously beep and failed self-test after booting up. Device not establishing wired or wireless connection after booting up. Display delaminating from the bezel. Power management board and display had issues. Console has latest software version. H6: previously applied fdm b21, fdr c21 and fdc d16 codes are no longer applicable. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h6: fdm b21, fdr c21, fdc d16, and img g02005 codes have been updated to fdm b01, fdr c0208, c0401, c0601, and fdc d02. 2. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h6: fdm b21, fdr c21, fdc d16 and img g02005 codes have been updated to fdm b01, fdr c0601 and fdc d02, d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.